Event description:
Device malfunction: none. Symptoms/ae: probable pulmonary embolism. Time of symptoms/ae: 5 days post-procedure. It was reported that five days post-procedure the patient was readmitted to the hospital with dyspnea at rest and on exertion. Hemoglobin and hematocrit were low on presentation. Ventilation perfusion (v/q) scan showed intermediate probability for pulmonary embolism. Chest x-ray showed infiltrate. Ultrasound of bilateral lower extremities was negative for deep vein thrombosis. Given the v/q scan results, she was started on lovenox and coumadin as well as lasix. Her condition improved and she was discharged home in 2007. During her initial hospitalization for the stenting procedure the patient also experienced transient bradycardia and hypotension that was treated with atropine and vasopressors and resolved within 48 hours. No additional information is available. Study case.